Event description:
It was reported patient's drg l4 lead had migrated. Surgical intervention was undertaken wherein the lead explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.